Manufacturer narrative:
The device referenced in this report was returned to olympus for evaluation. The reported event was not duplicated. Air leak was not found on a water leak test. Though the following loads were applied to the referenced device such as heating the distal end of the subject device, applying a light shock to the distal end, twisting the universal cord and the video cable, applying a full angle, and energizing for a long time, the reported event was not duplicated. Disconnection and a soldering abnormality on the wiring of the video connector board were not found. Water or fluid invasion were not confirmed in the inside of the venting connector. There were no disconnection. Found on the alignment in the insertion tube and the cable of ccd unit. The exact cause of the reported event could not be conclusively determined, but it is considered that there may be some sort of abnormalities in ccd, or the electronic components on the video connector board may be damaged.

Manufacturer narrative:
The subject device referenced in this report has been returned to olympus medical systems corp. (Omsc) for evaluation. But the evaluation has not completed. Omsc reviewed the manufacture history of the subject device and confirmed that there was no irregularity related to the event found. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available at a later time, this report will be supplemented.

Event description:
Olympus was informed that when the user facility was using the subject device for a laparoscopic lobectomy procedure, the video image of the subject device was lost. The user facility replaced the subject device with another instrument and the procedure was completed. There was no patient injury reported.